Manufacturer narrative:
On (B)(6) 2019 arjo was informed about the event which occurred during use of arjo enterprise 9000x bed. The customer facility reported that during positioning of the backrest, the hinge connecting the backrest and seat section of the bed broke off causing that the backrest collapsed partially. The patient was on the bed but did not sustain any injuries. As an immediate action, the claimed device was removed from further usage and arjo service was called. The device evaluation carried out by arjo technician revealed that apart from a broken hinge, the frame was bent and the radius arm detached from the bed's frame. In the arjo technician's opinion, the extent failures observed may indicate that the backrest could be blocked by the brick window sill next to which the bed was placed. Due to different damages observed, it was decided to remove the bed from use permanently. The involved bed was manufactured and released on (B)(6) 2019. This device has undergone an internal inspection at the manufacturing site prior to placement on the market. The results of the inspection were documented in the device history record. This file has been reviewed and no anomaly was found that could affect the bed's stability. The review of post-market surveillance data and investigation into the radius arm detachment, carried out at the manufacturer site showed that radius arm detachment and collapse of the bed can occur, when the bed's backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator's limit and next the bed foot section is pulled. This scenario is in line with the technician's opinion. Findings of this investigation allow concluding that the radius arm would not detach when the bed is handled in accordance with the instructions for use. The instructions for use dedicated to the enterprise 9000x bed ((B)(6)) includes information and warnings, which are crucial for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is a very low risk of the radius arm detachment occurrence. Despite fact that the information regarding circumstances of the malfunction occurrence was not available, the device evaluation results allowed to conclude that the scenario mentioned above caused the malfunction. In summary, the enterprise 9000x bed was used for patient therapy when the radius arm dislodged from the bed's frame. During the bed's evaluation, the alleged malfunction was confirmed, therefore it can be stated that the bed did not meet the manufacturer's specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is handled not in accordance with the instructions for use. The complaint was decided to be reportable due to the reported malfunction- radius arm detachment, which can result in bed collapse. The malfunction as such may pose a risk of serious injury upon incident recurrence.

Event description:
On (B)(6) 2019 arjo was informed about the event which occurred during use of arjo enterprise 9000x bed. The customer facility reported that during positioning of the backrest, the hinge connecting the backrest and seat section of the bed broke off causing that the backrest collapsed partially. The patient was on the bed but did not sustain any injuries. As an immediate action, the claimed device was removed from further usage and arjo service was called. The device evaluation carried out by arjo technician revealed that apart from a broken hinge, the frame was bent and the radius arm detached from the bed's frame.